Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was leak tested using water at a pressure of 1.5 bar and leakage was found at the connection of the cover with the housing. There was inadequate amount of adhesive applied at the bond. (B)(4).

Event description:
On (B)(6) 2014 at the (B)(4) it was reported that the quart arterial filter be-00175 from lot number unknown leaked during priming. There was a small but constant priming liquid leak under the white bypass stopcock. (B)(4).